Manufacturer narrative:
The technician found the right foot brake caster and main bearings were worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot brake caster and both main bearings to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed was located in maintenance at the facility. There was no paint/user injury reported this report was filed in our complaint handling system as complaint # (B)(4).